Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an aortic stent graft with plug embolization of the internal iliac artery procedure. The proglide device was flushed before use. Reportedly, when the proglide device was inserted, it was not possible to get pulsatile flow. The proglide device was removed and was attempted to be flushed again but this was not possible, no saline was observed to be dripping out the marker port. The physician decided to perform the planned embolization using an 8f sheath. It was not necessary to upsize the sheath size to greater than 8f; therefore, closure after the procedure was performed with a new proglide device which went perfect. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction of flow appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.